Manufacturer narrative:
A physician attempted to cannulate the left jugular vein on a patient but was unable to do so because of a damaged guidewire. The central venous catheter was removed and peripheral intravenous access was accomplished instead. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
A physician attempted to cannulate the left jugular vein on a patient but was unable to do so because of a damaged guidewire. The central venous catheter was removed and peripheral intravenous access was accomplished instead.